Manufacturer narrative:
(B)(4) date sent: 8/8/2016. Batch # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the green range was the device fired? What is the experience of the healthcare provider/surgeon who fired the device? Were the washers inspected? If so, please describe. Were the donuts inspected? If so, please describe. Was there audible and tactile feedback from firing the device? Were there any issues with staple formation? If so, please describe. What is the current patient status? The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a general surgery procedure, during firing the stapler, the stapler hooked in the anastomosis. The staples were fired, but the device did not cut. Thus, they had to convert to a laparotomy. Another like device was used to complete the procedure and made a new staple seam.

Manufacturer narrative:
(B)(4) date sent: 8/22/2016 additional information was requested and the following was obtained: where in the green range was the device fired? The orange bar was in the middle of the green range. What is the experience of the healthcare provider/surgeon who fired the device? Qualified/experienced surgeons, who used the circular stapler many times before. They didn¿t had the feeling that there was anything wrong/different with the stapler or with the tissue. Were the washers inspected? If so, please describe. We don¿t remember anymore. Were the donuts inspected? If so, please describe. No. There weren¿t any donuts, because it looked like the stapler didn¿t cut the tissue at all (the staples were formed, but the stapler didn¿t cut). Was there audible and tactile feedback from firing the device? Everything seemed normal untilled we pulled out the stapler. Then we saw that the staplers were formed, but the tissue was not cut. Were there any issues with staple formation? If so, please describe. Don¿t know that. We opened a new circular stapler which worked well. What is the current patient status? The patient is doing well.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2. G6: follow-up report number.

Manufacturer narrative:
(B)(6) / (B)(4) date sent: 1/24/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #4. G6: follow-up report number

Manufacturer narrative:
Pi1-13c4wf1 / (B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number.

Manufacturer narrative:
Pi1-13c4wf1 / (B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #3. G6: follow-up report number.